Manufacturer narrative:
The 2008t hemodialysis machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed which identified a temperature fluctuation issue. A visual examination was performed which identified a burnt trace on the motherboard. The service documentation revealed that the motherboard and power logic board were replaced to resolve the issue. No other problems were identified during the on-site evaluation. Following the service activity, the system was restored to full functionality. Both the motherboard and the power logic board were returned to the manufacturer for examination. The motherboard and power logic board were received by the manufacturer for analysis. A visual examination of the motherboard revealed damage to one of the traces. No visual damage noted to the power logic board. Functional testing was performed by installing the received components (individually) into a working unit. The machine passed the self test and the diasafe filter integrity test with the motherboard installed. Additionally, the unit was put through a rinse cycle and then chemical and heat disinfect cycles and completed all cycles without issue with the motherboard installed. The loading, deaeration, and flow pressures were assessed and all values were within specification during the analysis of the hydraulic pressures. No fluid leaks were observed in the hydraulics. The temperature fluctuation issue could not be duplicated during the component evaluated at the manufacturing facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported burnt trace was found on the motherboard and "a bad logic board". Both parts were replaced. The temperature was also recalibrated. The unit was returned to service. There was no allegation of spark, fir or patient involvement.